Event description:
Manufacturer's first level investigational unit confirmed the lancet protrudes beyond the end cap of the softclix device after firing. Replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).